Event description:
A consumer reported that since the summertime the implantable neurostimulator (ins) didn¿t hold a charge longer than four days when they used to be able to go 5-6 days before having to charge it. It was noted the consumer would check the device on a tuesday and sometimes on saturday it would say out of power. Since that time the patient had lost 20 pounds so there was no fat or muscle around the ins anymore so the device ¿moved a lot, within inches and could move one inch up or down.¿on (B)(6) 2016 the consumer later reported in order to improve the recharging process they had the patient lay on their side to recharge which made a big difference and worked well. As of this time they hadn¿t spoken with their doctor about the ins moving and weren¿t planning on it unless they started having problems with recharging as it was currently working. No patient symptoms were reported. Relevant medical history includes chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.